Manufacturer narrative:
Date of event is estimated. A patient experiencing lead migration was reported to abbott. The patient leads were explanted and replaced. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Reference manufacturer number: 3006705815-2021-00764. It was reported that the patient's scs leads had migrated. The migration was confirmed via x-ray. In turn, the patient underwent surgical intervention wherein the leads were explanted and replaced to address the issue.